Manufacturer narrative:
Medwatch report number: (B)(4). A service history review was conducted and there were no deviations found related to this reported condition during the manufacture of this serial number. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump presented air in the tubing without an alarm. This occurred during patient infusion of propofol from a vented vial with macro tubing. It was further clarified that the air was in the tubing "both above and below the pump, while the pump was still running". There was no patient injury or medical intervention associated with this event. No additional information is available.